Event description:
A user facility reported, an intraocular lens (iol) was removed and replaced during the same surgical procedure when a scratch was noticed following insertion. A nurse reported, the procedure was lengthened while the iol was removed and replaced. Pt impact remains unk. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/07/2010 and 09/21/2010 by phone, fax, and mail. A completed quality questionnaire was received on 08/25/2010. A completed follow up questionnaire has not been received. (B)(4).